Event description:
It was reported to boston scientific corporation that a spybite max was used in the common bile duct during a cholangioscopy procedure performed on an unknown date. During procedure, while taking samples using the spybite max, one of the jaws would not close. The entire spyglass device was taken out to remove the forceps. The procedure was aborted. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.